Manufacturer narrative:
Product complaint(B)(4). This is a duplicate report of 1818910-2019-87814 . 1818910-2019-110695 is being retracted as it is a report duplication. 1818910-2019-87814 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown cement. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon indicated the tibial component was loose at the tibial tray/cement interface. He noted the femoral component was well-fixed, though revised. The patellar component was well-fixed and not revised. The patient was implanted with attune knee system and unknown cement product, and there were no complications reported with the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2017; (rt knee).